Manufacturer narrative:
Brasseler is reporting this incident in an abundance of caution due to user error.

Event description:
On the laminectomy portion of the procedure the surgeon was struggling to burr the bone. After a bit of burring, the burr got extremely hot. When irrigation was splashed on the burr tip, it sizzled. This patient has very delicate, soft bone, so the surgeon could not keep burring without causing more harm. The surgeon was able to continue by using a cutting burr instead.